Event description:
It was reported that a health care professional (hcp) contacted boston scientific as they were having difficulties with a medical plan for this patient with arrhythmogenic right ventricular cardiomyopathy (arvc) and ventricular tachycardia (vt). It was discussed that this patient had received four bursts of inappropriate anti-tachycardia pacing (atp) therapy and one inappropriate shock for non-sustained ventricular tachycardia (nsvt). The right atrial (ra) lead exhibited oversensing of noisy signals, and noise was also observed on the ventricular channel, but it was not marked by the device. Additionally, low r-wave amplitude, high pacing threshold measurements and a gradual increase of rv impedance over the past months were identified. A request was made to have data from this device analyzed, but the results are not available at this time. The device remains in service and no adverse patient effects have been reported. Additional information was received. Data analysis was performed, and it was discussed that the rhythm was uncorrelated to the template and at the end of the duration, therapy was initiated. The reported noise was seen at the end of the episode, and it was discussed that it would be important to understand what the patient was doing at the time to see if an external source of noise was present. Ts indicated that further lead integrity assessments should be completed and provided a troubleshooting guide, as well as reprogramming recommendations. The device remains in service. Additional information was received. The patient was hospitalized as they are waiting for the system replacement procedure. At this time, no new information has been received indicating that this intervention has been performed. No adverse patient effects were reported. The device remains in service.